Manufacturer narrative:
Corrected data: it was initially reported that the device was replaced by a 3300tfx 35 mm aortic valve. The actual device was a 3300tfx 23 mm aortic valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23 mm aortic valve was explanted after an implant duration of approximately 2 years and 9 months (33 months). The reason for explant is unknown. The explanted device was replaced with a model 3300tfx 35 mm aortic valve. No other details provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. Despite attempts by fax and by phone to get additional information from the health care provider regarding this event, no response has been received and no additional information has been provided. Reason for explant of the device remains unknown. Hospital is requesting signed release from the patient before any information will be provided. Through follow up with pathology, it was learned that the device may have been discarded but cannot be verified.